Event description:
It was reported that pump touchscreen had been cracked and shattered in car accident, leaving screen illegible and preventing interaction with pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump if possible and rely on alternate insulin method if needed, and technical support arranged shipment of in-warranty replacement pump with updated software, confirmed shipping details, instructed customer to place damaged pump in storage mode and return it within 10 days using provided materials, and advised customer to manually program pump settings and reconnect continuous glucose monitor on replacement pump.